Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (sn# (B)(6)) sigpshell, sig power sigpshell control shell (lot# n3l2038y) egiaushort, egiaushort endogia ultra univ sht stap (lot# p3h1232) sigphandle, sig power sigphandle handle (sn# unknown) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot# n4b2087y) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot# n4b2087y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the video assisted thoracoscopic right lower lobe partial resection (interstitial pneumonia), on partial resection of the right lower lobe, the handle used for first and second firing was a powered handle and a manual handle for the third firing. The firing stopped halfway (the indicator showed zone 2 before firing but the excessive force was displayed midway through the firing and the firing stopped. For the third firing, manual handle was used and firing was attempted but the handle got stuck and the knob returned in the middle of the firing. Since the third firing could not be done, another stapler from different manufacturer was used, and started firing at a position further away from the tumor than the third firing. The instrument was fixated into the tissue and was removed. There was an unexpected tissue damage and tissue defect as a result. The incision range was set to cut a large site where the firing stopped midway. It was also noted that the manual handle was damaged.